Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. E1: initial reporter state: on.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . According to the patient¿s parent, on (B)(6) 2025 , the patient experienced feeling unwell. When the patient took a fingerstick the cgm reading was 5.0 mmol/l, and the blood glucose reading was 8.0 mmol/l. A few minutes later the dexcom device alerted for a cgm reading of 10.0 mmol/l, and when a fingerstick was taken the blood glucose reading was significantly higher, but no specific value was reported. The patient called their mother and asked them to take them to the hospital. When the patient arrived at the hospital, at 11:00pm, the patient was not in diabetic ketoacidosis (dka) yet according to the parent. The patient was observed with fingerstick reading from 02:00 until 08:00am and during this period the blood glucose levels rose significantly. The patient eventually developed dka and was admitted into the intensive care unit (ICU). The patient was treated with intravenous fluids and insulin. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.